Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review of the presenting electrogram (egm) due to concerns of possible loss of capture (loc), impedance changes and high pacing thresholds on the right ventricular (rv) lead. Ts reviewed the presenting egm and observed possible capture on the t wave followed by a premature ventricular contraction (pvc). The patient was believed to be in a bigeminal rhythm. Ts also noted a lead safety switch (lss) was triggered on the right atrial (ra) lead due to low out of range pacing impedance measurements on the ra lead. Ts provided programming options and recommended for patient be brought in for further evaluation. At this time, the rv and ra leads remain in service.